Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed an e8 (power interrupt) error message. Pt stated all of the buttons on the infusion device are blocked. Pt reported she changed the battery but the buttons are still blocked and she is unable to confirm the error. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.